Manufacturer narrative:
Concomitant medical products: 6935-65 lead, implanted (B)(6) 2013, 5076-52 lead, implanted (B)(6) 2013.

Event description:
It was reported that the patient was admitted for congestive heart failure due to the left ventricular lead not capturing, even at maximum output and with various vectors. It was noted that the threshold was also high, and the capture management feature had not been running due to the presence of atrial fibrillation (af). The lead was inactivated, and will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.